Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device unavailable for return.

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. It was reported that during the procedure the tip of the fiber fractured off inside of the sheath inside of the patient. The treating physician was able to remove the entire device without leaving the tip inside of the patient. The device was set aside and a new of the same was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. It was reported the disposable device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of a fractured fiber cannot be confirmed because no sample was provided. Without receiving a sample to evaluated, a root cause cannot be determined. A lot history records search for the nevertouch kit and the fiber sub-assembly revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. It is highly unlikely that the product was package with this defect. Adequate process controls are in place to detect this failure. It was reported that the defect occurred outside of the patient and the patient was unaffected due to this event. The instructions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).